Manufacturer narrative:
Other text: device evaluation- the device was returned for evaluation. The device was given functional testing and after the fluid reservoir was filled the device was found to leak fluid from the tank cover. The cause of the issue was not established.

Event description:
Information was received that device is leaking. No adverse effects reported.